Manufacturer narrative:
The technician found liquid in the left and right intermediate siderails which prevented the rails from latching. The technician replaced the intermediate siderail latching assemblies to repair the bed.

Event description:
Info received indicates the siderail is not latching in the up position.